Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient felt a twinge in the pocket near the top part of the ins. The rep reported that the patient said he became bloated while on a cruise. The patient ended up throwing up and sleeping on his side. The patient said the issue started at this time. The rep reported that this was first mentioned to them on (B)(6) 2018 during a reprogramming session. The rep ran an impedance check and noticed contacts 2, 20 and 11 were open circuits. The rep reported that they created 2 different groups using different electrodes to see if it would prevent the issue from occurring. The issue wasn¿t resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the open circuits and twinge feeling was unknown. The issue had not been resolved. No further complications were reported.